Event description:
Baxter rec'd a customer report involving an elastomeric device that was observed to have ruptured its bladder at the end of the infusion. It was reported that the pt rec'd the full dose of therapy. The device was filled with tobramycin, an antibiotic. No pt injury or medical intervention resulted from this incident.